Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The returned device gave an alarm with error code 112. This error code indicates an issue with the motor component. The cause of the motor issue was not definitely established.

Event description:
Reporter stated the device "alarmed" with blank screen. No known adverse effects to patient.